Event description:
On (B)(6) 2011, pt reported that he dropped his infusion device on the ground 1 month ago and this caused a "black blob" to appear on the display. He is unable to see the basal rates or bolus amounts and has been delivering boluses according to the audible beeps. Infusion device was not exposed to moisture, and the correct type of battery is used. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.